Manufacturer narrative:
The feb 2024 event was reported to the manufacturer on 28jan2025. Contact with the physician found that the product has been used consistently for approximately 2 years. While the reported patient condition can develop after this procedure and no direct correlation to the device has been identified, the event is being investigated and reported for completeness. The physician continues to use the product. This report is based upon information provided to the manufacturer. Blank fields indicate that the information was not provided by physician reporting the event, was not available, or was not applicable. This report does not constitute an admission to or conclusion by FDA, the manufacturer, or its employees or agents that the device, the manufacturer, or its employees or agents caused, contributed in any way to, or any way is connected with the event(s) described in this report. The previous paragraph shall be included in any information or report disclosed to the public including information or reports provided under the freedom of information act.

Event description:
According to the information available, on approximately (B)(6) 2024 and after having been assessed for over a decade, the involved patient underwent a procedure for meningioma. Procedure consisted of embolization of the meninges to decrease bleeding. The product was used for irrigation. Post-procedure, the patient developed hydrocephalus and required a vp shunt. Based upon the information provided, symptom management is being achieved, and the shunt should be able to be turned off.